Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
It was reported that during a rotational atherectomy procedure, unstable speed occurred. The lesion was located in the right coronary artery (rca). The physician used the 1.50mm rotablator rotalink plus to successfully ablate the lesion for 20 seconds. The rotalink plus then accelerated to 200,000 rpm whereas it had been 'platformed' to 160,000. The rotalink plus was removed without complications. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient's status is stable.